Event description:
Note - these syringes are provided to a convenience kit manufacturer that places them into an "angiography drape pack". The user facility reported that the ink from the syringe scale rubbed-off the syring barrel during an angiogram and may have gotten into the contrast dye solution that was being used. The user facility reported that there was no impact on the patient and no intervention was necessary. The patient's condition is reported as fine.